Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: kdr701ipg, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that the atrial lead was capped due to dislodgement. The lead exhibited no capture or sensing. No patient complications have been reported as a result of this event.